Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 67-year-old male with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that the purge pressure reservoir and infusion filter broke off during impella cp procedure. Purge bypass was initiated, and the purge system open alarm cleared. The impella catheter operated without difficulty or incident with the purge bypass in place. No patient harm was reported.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. The following have been reported incorrectly or missing from manufacturer device report. B1, b2: corrected to include serious injury. B5 included new information for serious injuries found during retrospective review and the medical safety officer statement. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact fax number missing. H1: changed to serious injury. H6: added codes for ventricular fibrillation, limb ischemia, bleeding, medication required, blood transfusion, additional surgery.

Event description:
It was also reported the patient experienced a lack of pulses to their right arm. The physician performed a percutaneous transluminal angioplasty to restore flow to the patient's right arm. It was also noted that the patient had an episode of ventricular fibrillation that required defibrillation and the patient was administered amiodarone to resolve. There was also oozing noted at the patient's impella access site. The site was treated with a pressure dressing and the patient received multiple units of blood as a result of the blood loss. The patient's family decided to withdraw care, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation into the purge leak ¿ pump issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the purge leak - pump was most likely a leak from the sidearm but the exact location of the leak cannot be confirmed because the product was not returned.